Event description:
A pt reported blood glucose results of 88 mg/dl with a lifescan meter and 138 mg/dl on a laboratory device, performed within 20 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose. Meter and test strips were replaced.